Manufacturer narrative:
Additional information has been requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that implantable cardiac resynchronization therapy defibrillator (crt-d) was found to be in monitor only via the patient's remote home monitoring system. At this time, it is unknown if this programming change was intentional. No adverse patient effects have been reported. The device remains in service.